Event description:
The customer reported that the needles are dull and have burrs. It was also reported that some inventory was arriving with caps not on or caps being loose in the package resulting in needlesticks when removing needles from the package. This would be a clean needlestick. No information was received regarding any serious injury as a result of this product malfunction.